Event description:
During emergent cardiac catheterization and ptca (percutaneous transluminal coronary angioplasty), the tip of the floppy guidewire broke off into the diagonal coronary artery. There was no patient injury assessed on follow-up.